Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on right eye (od) at an 8 day post-operative exam. A brief description from the surgery center indicated there was a cystic ingrowth after a flap lift enhancement at the temporal flap. The patient's chief complaint was of transient light sensitivity syndrome and that the patient had commented a mild light sensitivity-longstanding history. A flap and rinse was performed. Pre-op: bcva from (B)(6) 2009: right eye (od) pre-op 20/20 2.75 -.75 x 99; left eye (os) pre-op 20/20 2.00 x -.75 x 83.